Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was advanced. During deployment of the closure device, the device was pushed forward. This caused a tear of the laa which resulted in a pericardial effusion with tamponade. The physician performed a timely rescue of the patient, but ultimately the patient passed away.